Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09mar2023. H6: investigation summary it was reported the unit was received without the label. To aid in the investigation, one empty sample with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed and there is no syringe barrel label. No other defects or imperfections were observed. The three photos provided show the sample received. This defect could occur if there was a jam at the station where the syringe barrel labels, and plunger rods are assembled. A device history record review was completed for provided material number 306546, lot 2172130. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the process where the syringe barrel label and plunger rods are assembled was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that prior to use with bd posiflush¿ normal saline syringe, in 10 ml syringe is without label. The following information was provided by the initial reporter: the customer complained that the syringe is found without label.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd posiflush¿ normal saline syringe, in 10 ml syringe is without label. The following information was provided by the initial reporter: the customer complained that the syringe is found without label.